Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ shielded IV catheter failed to function properly, leaving the needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the lot number was built on afa line 2, from august 30, 2017 thru september 6, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Setup and in process sampling include (but not limited to) retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found.1 non-related qn ((B)(4) shallow plugs¿) was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan the peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one 22ga iag used unit consisting of a fully retracted needle barrel assembly along with an empty open package. Visual/microscopic examination: traces of blood were observed at the needle hub. No physical/mechanical damage was observed to the spring, needle hub or grip. There was no missing components or evidence of glue on the button or the hub. Functional test (needle retraction): the needle was put into the out position. The needle remained out of the barrel until the white button was pressed. Retraction was successful. Conclusions: the defect of needle retraction failure as stated in the event description could not be confirmed with the unit returned for evaluation and testing. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ shielded IV catheter failed to function properly, leaving the needle exposed. There was no report of injury or medical interventions.